Event description:
A malfunction alarm was reported, although there were no notable events preceding this issue. There was no reported impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer reverted to an alternate insulin delivery method using multiple daily injections.